Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a constant patient disconnect alarm error. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and was unable to duplicate the reported problem. The device passed required performance verification tests per philips standards. Per gfe response, it was confirmed that a performance test was completed and passed.